Event description:
It was reported that the nurse stated that they started therapy about 1-2 hours ago and arctic sun device has been alerting low flow. Water flow rate (wfr) was currently 0 l/m. 4 pads connected. Tm at bedside and stated that they have already disconnected and reconnected. Lines were all straight, but none of that resolved the issue. Had press start therapy. Device primed and then stopped with water flow rate (wfr) 0 l/m. Device alerted 01 and 02. System diagnostics showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, system hours were 4176.4 and pump hours were 4692.8. Had stop therapy, drain and disconnected pads. Placed device in manual control at 10c with no pads. System diagnostics showed that the water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage. Walked through removing device from manual control and advised to swap out to a new set of pads. Per customer via phone on 08mar2024, it was reported that the 68 year old male did complete therapy without any impacts. Was advised to drain pads and reconnect pads. By doing this the issue was resolved.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they started therapy about 1-2 hours ago and arctic sun device has been alerting low flow. Water flow rate (wfr) was currently 0 l/m. 4 pads connected. Tm at bedside and stated that they have already disconnected and reconnected. Lines were all straight, but none of that resolved the issue. Had press start therapy. Device primed and then stopped with water flow rate (wfr) 0 l/m. Device alerted 01 and 02. System diagnostics showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, system hours were 4176.4 and pump hours were 4692.8. Had stop therapy, drain and disconnected pads. Placed device in manual control at 10c with no pads. System diagnostics showed that the water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage. Walked through removing device from manual control and advised to swap out to a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.